Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, two episodes of vf and one episode of non-sustained vt due to noise were observed. Electromagnetic interference due to an external electrical source was suspected. Noise was not reproducible through isometrics or pocket manipulations. Programming changes were not made. Patient was doing fine.

Event description:
Additional information indicated that the device delivered inappropriate therapy due to noise.